Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that for two days the patient had obtained elevated blood glucose readings ranging from 240 mg/dl to 480 mg/dl when her target value is below 180 mg/dl. During this time period the patient experienced no symptoms of high or low blood glucose levels. The patient did not seek any medical attention or treatment. The pump was not available at the time of the call to customer support, therefore no pump troubleshooting was performed. The technical support representative contacted the reporter to obtain further information; however was unable to reach her by telephone. The patient did not suffer an adverse event due to the reported pump. The patient's blood glucose levels without symptoms were not indicative of severe injury as defined by animas, and the patient did not receive any medical attention. However, as the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The daily insulin totals were reviewed and they were found to correctly reflect the users programmed basal rates, showing delivering accurately up until the last date used by the patient. The alarm history and black box contain no errors or alarms related to the complaint. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.